Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported for this lot. It should be noted that the instructions for use peripheral self-expanding stent system, xpert pro states: use prior to the, use by date. In this case, the physician failed to verify the use by date on the packaging and used the device after expiration due date. The investigation determined the reported difficulties of device being used after the expiration date appears to be related to user error. There were no specific reported device malfunctions or patient effects associated with the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the peripheral artery using a 3.0 x 20 mm xpert pro stent which was expired. Reportedly, the expiration date of the stent was not verified prior to use. The procedure was successfully completed with no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.